Event description:
Medtronic received information that following deployment, this transcatheter bioprosthetic heart valve was implanted in a high position. It was suspected that the position might lead to subsequent device migration from the pressure of the blood flow, so a second valve was successfully implanted valve-in-valve. It was reported that the device did not migrate after its deployment, and a snare was used to maintain its position as the second valve was implanted. No subsequent adverse patient effects were reported.

Manufacturer narrative:
A device history record review is not required as there is no device malfunction or allegation made relating the valve or its function related to the subsequent implant of the second valve. Inaccurate delivery is often influenced by patient anatomy and user technique, but a root cause of the high implant depth could not be determined from the available information. The corevalve instructions for use provides direction for correct valve placement. No migration of this valve occurred; the physician reportedly took precautionary measures and decided to implant a second valve (valve-in-valve) to ensure the first valve had anchored properly and used a snare to anchor this valve while the second valve was successfully implanted into the first.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.